Event description:
Catheter was implanted in patient in theatre under normal conditions. Once procedure was completed, patient was sent to the ward for monitoring at which time the console had turned off and could not be turned back on. Monitor was connected via ac power cable and had sufficient battery power. A difference catheter cable was swapped out by staff; however, the monitor still did not turn on. A second monitor was installed at which time the monitor did work for a short period of time until it turned off and could not be turned back on. Once the catheter was disconnected from the console the monitor was able to be powered back up but as soon as the catheter was reconnected the monitor turned off.

Manufacturer narrative:
Pending return of the device.

Event description:
Catheter was implanted in patient in theatre under normal conditions. Once procedure was completed, patient was sent to the ward for monitoring at which time the console had turned off and could not be turned back on. Monitor was connected via ac power cable and had sufficient battery power. A difference catheter cable was swapped out by staff however the monitor still did not turn on. A second monitor was installed at which time the monitor did work for a short period of time until it turned off and could not be turned back on. Once the catheter was disconnected from the console the monitor was able to be powered back up but as soon as the catheter was reconnected the monitor turned off.